Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the terminal ilium/cecum during a colonoscopy with dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after an initial inflation and deflation of the balloon, it was noticed that the balloon was warped and bent. Reportedly, there was an attempt to re-inflate the balloon and use a guidewire to straighten it but it was unsuccessful. The device was then removed and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of the event.